Manufacturer narrative:
The insulin pump had unresponsive button then button error alarmed due to corroded on keypad trace. Display function properly with testing case. No frozen on display noted during testing. No moisture damage found on electronic assembly and motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that she received a button error alarm and battery out limit alarm. The customer reported that the buttons were unresponsive. The customer reported that the insulin pump froze as well. The customer's blood glucose was unknown at the time of incident. The customer stated that she treated the high blood glucose with manual injection. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.